Event description:
Attorney reported: in 2004 - the patient underwent a hernia repair procedure with implant of a composix kugel mesh patch. The patient suffered surgery to remove the mesh patch, hospitalization, severe abdominal pain and swelling, permanent disfigurement to her abdominal area and injuries to her body. "As a direct and proximate result of the acts... The decedent died."

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation, or additional information becomes available.